Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection was performed and found the bending section cover glue missing on the middle portion of the bending section cover. The missing glue was not returned to olympus. The missing glue caused the assembly threads to be exposed. Scratches were also found on the threads and likely contributed to the glue breaking off. In addition, the biopsy channel was inspected with a boroscope and found no signs of missing parts inside the channel. The scope failed leak testing at the proximal end of the insertion tube. The scope was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported event is likely due to user handling and operator¿s technique. The instruction manual for use provides warning and caution statements in an effort to prevent scope damage. ¿to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged."

Event description:
Olympus was informed that towards the end of a ureteroscopy procedure, two device fragments from the bending section cover of the scope broke off and fell inside the patient as the physician was removing the scope from the access sheath (model unknown). The physician was able to retrieve the device fragments using an unspecified basket. The procedure was completed using the same scope. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fbn to fgb.